Manufacturer narrative:
Evaluation summary: the returned device matched the report, and the incident was confirmed. The fracture surface of the broken body screw shows the typical appearance of a force brittle fracture most probably during screw tightening. The chamfered edge shows that the screw was broken while tightening. A test with the second screw was performed and it shows that the user must over tighten the screw with approx. One and a half turn more than recommended in the op-tech. It cannot be excluded that the screws had been tightened in a previous use without torque wrench or using the torque wrench in a non-adequate way. This could have lead to the screw weakening and finally to the fracture of the device, even if in the complaint event a torque wrench was applied. Based on investigation, the root cause of the determined fractured body screw of the returned 4 hole pin clamp were attributed to a user related issue. The screw breakage was caused by the action of too high torsional forces.

Event description:
On (B)(6) 2012 during primary surgery a monotube was implanted. On (B)(6) 2013 when the surgeon tighten the nut, the nut was broke. The nut was used as it is and extracted in april 2013.

Event description:
On (B)(6) 2012 during primary surgery, a monotube was implanted. On (B)(6) 2013 when the surgeon tighten the nut, the nut was broken. The nut was used as it is and extracted in (B)(6) 2013.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.